Event description:
It was reported that the pump display was cracked, impacting the customer's ability to interact with the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.